Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes customer found to have double labels. There are two labels on one product, and the expiry date and batch number on the two labels are different. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: ¿when I was ready to open the package, the product was found to have double labels. There are two labels on one product, and the expiry date and batch number on the two labels are different. Users complain of fraud. Patients and users were not affected. Quantity: 100 pieces.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2067084, medical device expiration date: 2022-11-30, device manufacture date: 2022-03-08. Medical device lot #: 2094446, medical device expiration date: 2022-12-31, device manufacture date: 2022-04-04.

Manufacturer narrative:
H.3. Investigation summary: bd did receive 2 photographs from the customer in support of this complaint. The attached photographs show 2 shelf packs for batches: 2067084 and 2094446. The photos were evaluated and the issue of double label was not observed. Additionally, 100 samples from each batch of the bd inventory were visually inspected and no issues related to double labels were found. Bd was unable to confirm customers indicated failure mode based on the photographs provided and visual check of retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes customer found to have double labels. There are two labels on one product, and the expiry date and batch number on the two labels are different. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: ¿when I was ready to open the package, the product was found to have double labels. There are two labels on one product, and the expiry date and batch number on the two labels are different. Users complain of fraud. Patients and users were not affected. Quantity: 100 pieces.¿